Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram confirmed the aneurysm was excluded with no observation of an endoleak of any type present. The procedure concluded without further incident. The patient was discharged and will continue to be monitored.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively confirmed with the information available. The most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. No procedure related harm detected. The delivery system was not available for evaluation and the stent graft remains implanted. As of the date of this report, there have been additional patient sequelae reported. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.